Event description:
Aventis case ID: (B)(4). Initial report received on (B)(6)-2009 from a physician via a representative company. A female pt with an unk age and medical history experienced granuloma on two her cheeks after receiving injection of poly-l-lactic acid (sculptra). She had been receiving one injection of poly-l-lactic acid (sculptra) in (B)(6) 2009 with no mention of exact doses, indication and batch #. No concomitant medications were mentioned. Of note, it was the second injection (the first injection was performed on an unspecified date). At an unspecified time frame after injection, she experienced granuloma on cheeks leading to consultation with her physician 2 or 3 months later. At the time of the report, the granuloma was still presented. No further info was provided.

Manufacturer narrative:
(B)(4).